Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, the right ventricular lead was observed to be dislodged. Lead repositioning was attempted but the helix was unable to extend or retract. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. The reported event of unable to extend and retract helix was confirmed. After cleaning, the helix could be extended and retracted. The measured full helix extension length was within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The reported event of lead dislodgment was not confirmed.